Event description:
It was reported that patients implantable pulse generator (ipg) had migrated and protruding which cause pain at the ipg site. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted devices were not returned.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in approximately two months ago from date manufacturer was made aware.